Event description:
It was reported that there were 30 occurrences of clogged needle with an unspecified bd pen needle. The following information was provided by the initial reporter: (1 of 2) consumer reported needle clog during injection, stated that there are at least 20-30 pen needles in the box that does not work, insulin does not come through the needles. Consumer said she primes only once every time she uses a new pen and does not re-use needles, occurrence date is unknown. Consumer also mentioned that the problem occurred with other boxes, same product, lot #s are unavailable. Consumer disconnected the call as they were being advised on priming and how to attach the pen needle.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to unknown lot number for clog.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there were 30 occurrences of clogged needle with an unspecified bd pen needle. The following information was provided by the initial reporter: (1 of 2): consumer reported needle clog during injection, stated that there are at least 20-30 pen needles in the box that does not work, insulin does not come through the needles. Consumer said she primes only once every time she uses a new pen and does not re-use needles, occurrence date is unknown. Consumer also mentioned that the problem occurred with other boxes, same product, lot #s are unavailable. Consumer disconnected the call as they were being advised on priming and how to attach the pen needle.